Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. No product labeling from the original packaging was returned with the device. Our laboratory investigation of the returned product confirmed the report. The balloon material had ruptured along the entire middle portion of the balloon and the distal tip of the catheter including the balloon was separated from the rest of the device. The user indicated that the balloon had been cut off in order to remove the device from the scope. The distal portion of the catheter including the balloon that had been cut from the device measured 26.3 cm in length as measured from the distal tip of the balloon. The remaining proximal portion of the catheter measured 216.4 cm from the bottom of the hub/handle. A functional test could not be performed. A visual examination of the device identified two kinks in the blue catheter - one at the 94.1 cm location and one at the 113.2 cm location, as measured from the bottom of the hub/handle. No other damage was identified on the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device found the balloon was ruptured and had been cut off of the catheter. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Another possible contributing factor to a leak in the balloon material is if the device comes in contact with a sharp object or burr in the endoscope accessory channel. Prior to distribution, all hercules 3 stage wire guided balloon esophageal-pyloric-colonic are subjected to a visual examination and leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagus dilatation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] to dilate stenosed esophagus, the user inflated the balloon but it ruptured when approx. 5atm was applied. The balloon could not be removed from the endoscope so the user removed the endoscope and the balloon catheter together from the patient body and cut the catheter to remove. The procedure was discontinued. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.